Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient¿s family member reported the cause of the event was due to hormones the patient was taking; however, this was not confirmed, therefore the cause will remain unknown. It was reported that the patient was treated in the hospital, but specific medications and hospital admission were not reported. Patient outcome and action taken with pd therapy were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.